Event description:
Patient's husband reported that there were 2 incidents last month where they had issue with cassette and/or pump. One of the pumps acted as if cassette was not connected. So, they changed to other pump. No issues with either pumps or cassettes since then patient's husband think that either the cassette was bad or one of the pumps is sensitive. No other information known. Serial numbers and lot numbers not provided. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Or going? Resolved. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No, is the actual device available to be returned for investigation? Yes. Did we [MFR] replaced device? No, issue resolved. Reported to (B)(6) by: patient/caregiver.